Event description:
Event: unresolved type 1 supervisor endoleak at time of ancure implant intervention performed one week later to place an additional cuff in the supervisor neck. Type 1 endoleaks at both inferior attachments sites treated one week post implant with additional stent. Patient had an angled superior neck and tortuous access arteries.